Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment, however it was noted that the upper case was dented, the red and white display wires were pinched with the insulation of the red wire being exposed, the keypad was contaminated, and the battery drawer would stick. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the back lighting of the external pulse generator (epg) was not working. The epg has been returned for repair. There was no patient involvement.